Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent to severely calcified lesion in the lm-lcx with severe stenosis. The device was inspected prior to use with no abnormality noted. The lesion was predilated; however, difficulties were encountered during advancement of the endeavor resolute device to target lesion and the stent dislodged. Physician withdrew the dislodged stent and gave up surgery. No patient complaint was reported. Evaluation summary: the delivery system was returned without the stent. Crimp impressions were evident along the balloon. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent dislodgement); patient¿s condition affected effectiveness of device (lesion morphology) ¿ severe stenosis and calcification. Deformation evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ severe stenosis and calcification. Inherent risk of procedure - (stent dislodgement) (B)(4).